Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer transfer set had disconnected from the patient line of a homechoice cassette during peritoneal dialysis therapy. This event occurred during drain four of four while the patient was connected. The care giver attempted to reconnect the patient to clear the alarm. The technical service representative (tsr) advised the patient would need to start therapy with new supplies. Product surveillance contacted the patient¿s registered nurse (rn) regarding the reported event. The rn stated the issue had been resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.